Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that side branch stenosis occurred. On (B)(6) 2013, the patient's qualifying condition was stable angina and patient was referred for cardiac catheterization. Subsequently, the index procedure was performed. The target lesion was located in the proximal left anterior descending (lad) artery with 70% stenosis and was 12 mm long with a reference vessel diameter of 3.5 mm. The lesion was treated with pre-dilatation and placement of a 3.50 x 12 mm study stent with 0% residual stenosis. Baseline core lab angiography result revealed 60% side branch stenosis at 1st diagonal branch segment. Post procedure angiography revealed 80% branch percent stenosis in 1st diagonal. One day post procedure, the patient was discharged on dual antiplatelet therapy.